Event description:
On 13-jan-2026, it was reported by a sales representative via (B)(4) that an ar-8943-07 bone reduction forceps tip was missing and the other was bent. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows one of tips bent and the other tip broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated grasping and extended use of the device in the field.